Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an occlusion in her reservoir during prime and she received a no delivery alarm from her insulin pump. Standard troubleshooting was performed. The insulin did not exit during a fixed prime and the insulin pump alarmed no delivery. The customer was advised to use a plunger to push the insulin through the tubing. The customer stated there was a greater than normal resistance. The customer was using cold insulin rather than room temperature insulin. The customer was advised to change her reservoir and infusion set and use room temperature insulin. The product is not being returned. Nothing further was reported.